Event description:
A customer contacted beckman coulter, inc. (Bci) regarding falsely high troponin (accutni) results on two patient samples generated by access 2 immunoassay analyzer. Upon repeat, the results were lower, in normal reference range. The erroneous results were not reported outside the laboratory no reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Samples were li heparin plasma collected in plastic tubes with gel separator. Qc run before the event was within passing range. A system check performed on 07/23/2010 met specifications. A field service engineer (fse) was on site 07/29/2010 and performed system check and precision run. All verification met published specifications and no hardware issue was noted. Although hardware issues were addressed, a clear root cause for this event has not been determined to date.